Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. During the investigation, visual inspection revealed no evidence of frayed cables on the power cord. Sparking was not able to be confirmed during evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that sparking was observed from the power cord of the patient electronics system. The patient reported there are no exposed wires on the power cord. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.